Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having issues during the initial drain. The patient performed 2 manual exchanges a day then drains 2000 ml during drain 0. A review of the patient¿s treatment records identified that the patient drained 2739 ml during drain 1 of the treatment. This drain volume is 183% the patient's fill 1 volume of 1496 ml. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event and that the patient successfully performed the 2000 ml manual exchange during the day without issues. The pdrn reported the patient bypassed fill 1 due to solution from drain 0 still being inside the abdomen. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has very little residual kidney function. The pdrn stated that the patient is continuing with peritoneal dialysis therapy on the cycler without issue and without reoccurrence of the reported event. Upon further follow up, the patient could not confirm if the cycler was pre-programmed to expect 2000 ml during drain 0 but confirmed that when prompted 2000 ml is manually entered for the drain 0 volume.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having issues during the initial drain. The patient performed 2 manual exchanges a day then drains 2000 ml during drain 0. A review of the patient¿s treatment records identified that the patient drained 2739 ml during drain 1 of the treatment. This drain volume is 183% the patient's fill 1 volume of 1496 ml. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event and that the patient successfully performed the 2000 ml manual exchange during the day without issues. The pdrn reported the patient bypassed fill 1 due to solution from drain 0 still being inside the abdomen. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has very little residual kidney function. The pdrn stated that the patient is continuing with peritoneal dialysis therapy on the cycler without issue and without reoccurrence of the reported event. Upon further follow up, the patient could not confirm if the cycler was pre-programmed to expect 2000 ml during drain 0 but confirmed that when prompted 2000 ml is manually entered for the drain 0 volume.